Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the cannula of bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter was found on the cannula of bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: DHR review was performed on the lot number 7310985. The product was built on afa line 10 from november 7, 2017 thru november 11, 2017. Review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Observations and testing: received one unused iag/bc 22ga unit in from the lot number 7310985. The unit consisted of the catheter/adapter assembly which was in a specimen container. The needle /safety barrel assembly and the needle cover inside of the opened package. In addition, two photos were submitted from the customer for evaluation. Visual/microscopic examination: returned unit: there was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing and one clear fiber near the tip of the catheter tubing. Photo one displayed a 22ga catheter/adapter assembly with blood control. There was dark thread-like particulate near the tip the catheter tubing. Photo two is the same as photo one. The returned unit did not display the foreign matter that was observed in the submitted photos. Conclusions: the defect foreign matter, stated in the description of the complaint was confirmed based on the review of the photos and the returned sample. There was foreign matter attached to the catheter tubing near the tip that could not be identified. A definite root cause could not be established. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter was found on the cannula of bd insyte autoguard bc shielded IV catheter. There was no report of exposure, injury or medical intervention.